Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Subsequently, there was increased device follow up and the patient was hospitalized. This rv lead was surgically abandoned and replaced, and intravenous antibiotics were administered. No additional adverse patient effects were reported. Additional information received indicated that event cause was not conclusively determined; no anomalies were observed under fluoroscopy. In addition, the lead was tested with a pacing system analyzer (psa) and results were consistent with those obtained while the lead was connected to the device.